Event description:
Ventilator alarm sounding. "Reset" button not effective. Control panel lights were out and failed to respond to "lamp test." Then panel lights back on on left side. Vent failed to cycle. Pt placed on new ventilator, had to be bagged with 100% 02 during this. Biomed ran unit through several est's and no problems. Vent ran overnight on test lung with no problems.